Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had infection. Reportedly, the patient had a hematoma after the implant. During post-op follow-up, the physician performed draining. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.